Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient using the ilet experienced hypoglycemia at school with a documented blood glucose low of 47 mg/dl, received no on-site treatment, and was taken to the emergency department where oral carbohydrates were administered; the patient resumed use of the ilet after discharge. Symptoms included hypoglycemia without loss of consciousness, seizure, or other acute neurologic effects. Outcomes included emergency department care of approximately several hours with return of glucose to target and no long-term effects reported. Investigation included complaint intake, user interview, and troubleshooting and education. Investigation of this case revealed no device alarms, no allegations against the device, and an unclear cause of the hypoglycemic event. It was concluded that the event was user environment related with cause of hypoglycemia undetermined and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.